Manufacturer narrative:
Results: stent deformation. Lesion morphology ¿ 85% stenosis, calcification and vessel tortuosity. Deformation problem. Conclusions: lesion morphology ¿ 85% stenosis, calcification and vessel tortuosity.(stent deformation. (B)(4).

Event description:
Physician was attempting to use one endeavor resolute drug-eluting stent (2.75 x 30mm) to treat a calcified lesion in the rca with 85% stenosis and vessel tortuosity but the device could not pass. The device was inspected prior to use with no issues noted. The physician used a new device to complete the surgery. The patient is good. No clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it was stubbed on advancement towards the target lesion. Multiple struts from the 1st four distal stent segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)